Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) found that the initial reagent pack had unusual calibration results. Replacing the reagent pack resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable bil-d gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial bil-d result was 0.7 mg/dl. The customer replaced the reagent with a new reagent pack of the same lot number and repeated the sample. The repeat result was 0.16 mg/dl. The repeat result was deemed correct.